Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius regional equipment specialist (res) was called onsite to repair a 2008t hemodialysis (hd) machine that had a burnt power plug. No patient was connected to the machine at the time of the incident. Therefore, no patient was involved. The biomed performed a visual examination of the power cord and found that the neutral prong was burnt and charred. No flames or sparks were observed, and no smoke was visible. The only evidence of heat damage was the burnt and charred neutral prong. Follow-up with the biomed revealed that the machine was plugged into an uninterruptible power supply (ups) outlet. The res replaced the power cord to resolve the issue. Following the part replacement, the system was restored to full functionality. Functional testing performed by the res confirmed the machine was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. No parts were available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). The service documentation, which noted that the power plug was burned, revealed that the power cord was replaced to resolve the issue. Following the part replacement, the system was restored to full functionality. Functional testing performed by the res confirmed that the unit was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the failure mode. A visual examination of the power cord revealed the presence of burn damage to the plug. Therefore, the complaint has been deemed confirmed.